Event description:
Customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a tripped circuit breaker. Ge rep reset the circuit breaker, and was unable to find any other problem or cause for the circuit breaker tripping. System operates as intended.